Event description:
It was reported that the wake button was not functioning as expected and required multiple presses to function. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg level was addressed with a correction bolus via the pump. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.